Manufacturer narrative:
A visual assessment was performed. The working channel sleeve extended from the distal cap when received. The catheter demonstrated signs of use. The catheter was kinked in several sections. A dimensional evaluation was performed, the device was within specification. A functional evaluation was performed and the distal tip articulated without issue. A spybite device was passed through the working channel without issue. The investigation concluded that the condition of the returned unit was consistent with the complaint incident of "working channel sleeve protruding from spyscope ds." The distal end of the catheter was removed to examine the working channel. The distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. There was evidence of adhesion of the working channel sleeve to the inside of the catheter. The most probable root cause for the working channel sleeve protrusion is manufacturing. An investigation addressing this issue has been completed. A DHR (device history record) review was performed and no deviations or non-conformances were found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician had difficulty advancing the spyscope ds through the working channel of the ercp scope. As the spybite biopsy forceps was advanced through the spyscope ds and into the common bile duct, it was noticed on the monitor that the working channel sleeve was protruding from the tip of the scope. The spyscope ds was removed from the patient . Reportedly, no part of the device detached. The procedure was completed with a different device and the same spybite biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician had difficulty advancing the spyscope ds through the working channel of the ercp scope. As the spybite biopsy forceps was advanced through the spyscope ds and into the common bile duct, it was noticed on the monitor that the working channel sleeve was protruding from the tip of the scope. The spyscope ds was removed from the patient. Reportedly, no part of the device detached. The procedure was completed with a different device and the same spybite biopsy forceps. There were no patient complications reported as a result of this event.